Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device configuration is incorrect after bench servicing. There was reportedly no patient involvement.

Manufacturer narrative:
The bench technician found that the configuration needed to be corrected. The bench technician enabled etc02 option. The system meets the specification for the performed service and is returned to use.